Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 323 and 273 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. The customer's expected non-fasting blood glucose test result range is 150 - 175 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 250 mg/dl using truemetrix meter and 293 mg/dl using truemetrix meter. The product is stored according to specification in the family room. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2017. Customer stated that she is using alcohol pads; customer was advised to wash hands with soap and water. The meter memory was reviewed for previous test result history: (B)(4). Memory concerns: (B)(4).